Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to poly wear.

Manufacturer narrative:
Device evaluated by MFR: postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Upon review of all the available information, was likely the result of unicondylar all poly tibial component wear. The underlying cause of the wear could not be determined because the component was not returned for evaluation and no x-rays were provided. This device is used for treatment, not diagnosis.

Event description:
It was reported that a male patient was implanted with a uni-knee. The patient returned and the uni-knee was replaced during a total knee arthroplasty. It was noted that the uni poly was worn beyond what the surgeon expected for its less than 6 months stay in patient. The patient left the or in stable condition. No other information was reported. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00942.